Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter allegedly failed to fully expand and became unhooked as it was being unsheathed. It was further reported that the filter deployed into the renal vein where it was captured and retrieved with a snare device. Reportedly, another jugular vena cava filter was prepped and successfully deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the filter system was returned with the product packaging and label. Two dilators were returned, no damage noted to the dilators. One jugular sheath was returned, no damage noted to the sheath. One pusher catheter was returned. The pusher catheter was returned bent approximately 29.3cm from the proximal end of the handle. This was considered an incidental finding as no bends were reported by the user and likely occurred during packaging for return. The filter was returned separate from the system. All 6 legs and 6 arms were present and intact. All of the limbs were uncrossed. No anomalies were identified. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All dimensional measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation was inconclusive for failure to expand, positioning issue, and dislodge and dislocated. The returned filter exhibited no cross limbs upon returned. No images or medical records were provided for review. It is possible the user retracted or twisted during advancement which could cause the gripper to disengage from the filter and have issues with crossed or twisted limbs during deployment. Based on the available information, the definitive root cause was unknown. It was unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath; care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided; do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement; care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided; do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter allegedly failed to fully expand and became unhooked as it was being unsheathed. It was further reported that the filter deployed into the renal vein where it was captured and retrieved with a snare device. Reportedly, another jugular vena cava filter was prepped and successfully deployed. There was no reported patient injury.